Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope exhibited no image. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. It was reported that both the ultrasound and normal processed image were evident and fully functional during inspection. The device will be returned as received with no fault found and is deemed satisfactory for further use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and no root cause could be determined, no issues could be found and the device functions to specification. The event may be prevented by following the instructions for use section below: "connection of ultrasound cable¿. Olympus will continue to monitor field performance for this device.